Event description:
It was reported that the right ventricular (rv) lead had high impedance of greater than 2500 ohms, high pacing thresholds and a suspected insulation issue. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a proximal segment of the lead was returned and analysis found no anomalies. However, the outer insulation had a cosmetic depression.